Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with 2 infusion sets adhesive on (B)(6) 2024. The infusion set came off while doing work. No further information available.